Event description:
This report is based on information provided by philips, remote service personnel, and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that it is giving an error code 110d pressure sensor range error message that occurred one time. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) informed the customer of the manufacturer's recommendation to: cycle the ventilator power to reset proximal pressure sensor; replace the da pcba. The customer cycled power with no issues, no error code present, cycle power reset issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.